Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a thrombus occurred. In (B)(6) 2015, a 27mm watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2015, 2 months after implantation the device was well positioned with no evidence of thrombi or peri-device leaks. The patient discontinued apixaban and started therapy with asa 100 mg. In (B)(6) 2016, 8 months after the implantation procedure a 12mmx10mm a thrombus was detected on the surface of the device. The patient was prescribed apixaban therapy and a follow-up echocardiogram will be performed in 3 months. No further patient complications were reported and the patient's status is stable.